Event description:
Reportedly, during pt use, a leak sound was heard from the inside of the ventilator when it was connected to the oxygen supply. The pt was manually ventilated and transferred to another ventilator. Upon inspection by the distributor, it was found that the luer connector between the servo valve and the analog pcb board was loose. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.